Manufacturer narrative:
The root cause is determined as due to life block - "dp flow prox" sensor and inspiration block - inspiration valve ot.

Manufacturer narrative:
The device was not return; therefore no definitive root cause can be identify at this time. Based on the log files it was determined that the most likely cause of the issue was due to life block failure. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a circuit system test failure and exhalation valve error while using bellavista 1000 on a patient. Furthermore, it was confirmed that there was no patient harm associated with the reported event.